Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that while aspirating the air entered the sheath through the valve while pushing the farawave catheter into the faradrive sheath. The sheath was prepared properly. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. A bsw pentaray was in before the farawave catheter was in the faradrive sheath when the air bubbles were noted while aspirating the sheath. Pressure bag was used for irrigation of sheath, but it was not connected while the farawave was pushed into the catheter, aspiration with a syringe was done. The bubbles were noted in the aspiration syringe. The guidewire was at the tip of the farawave catheter.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that while aspirating the air entered the sheath through the valve while pushing the farawave catheter into the faradrive sheath. The sheath was prepared properly. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. A bsw pentaray was in before the farawave catheter was in the faradrive sheath when the air bubbles were noted while aspirating the sheath. Pressure bag was used for irrigation of sheath, but it was not connected while the farawave was pushed into the catheter, aspiration with a syringe was done. The bubbles were noted in the aspiration syringe. The guidewire was at the tip of the farawave catheter. The device has been received at boston scientific's post market laboratory.